Event description:
Sorin group (B)(4) received a report that the stockert s3 bubble detector did not identify or alarm when small air bubbles were introduced into the arterial line during priming of the circuit. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. The serial number of the device was not provided and therefore the MFR date is unk. Sorin group (B)(4) manufactures the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert s3 bubble detector did not identify or alarm when small air bubbles were introduced into the arterial line during priming of the circuit. There was no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.